Event description:
The complaint received states that during use the deltamaxx sr platinum 18sys 12x42 (B)(4) had positioning issues and then resheathing difficulty. Coil was being advanced into cc (carotid cavernous) fistula using prowler select lp/es, straight. This was the first coil. Coil would not advance as desired into the target space for embolization. Upon attempting to withdraw the coil back into the microcatheter the coil failed to respond to forward or backward movement of the push wire by the physician. Physician pulled back on delivery wire again and the coil stretched. The coil was removed and visualized outside of the body with no adverse event. Heparin was given as a concomitant medication. No patient demographics or vessel code attributes provided. There was no report of injury for the patient.

Manufacturer narrative:
Date received by manufacture: 11/13/2013. The complaint received states that during use the deltamaxx sr platinum 18sys 12x42 ((B)(4)) had positioning issues and then resheathing difficulty. Coil was being advanced into cc (carotid cavernous) fistula using prowler select lp/es, straight. This was the first coil. Coil would not advance as desired into the target space for embolization. Upon attempting to withdraw the coil back into the microcatheter the coil failed to respond to forward or backward movement of the push wire by the physician. Physician pulled back on delivery wire again and the coil stretched. The coil was removed and visualized outside of the body with no adverse event. Heparin was given as a concomitant medication. The coil had resistance/friction as it was inserted into target aneurysm. Neither the complaint device nor the concomitant device kink/bent at any time. It was noted on withdrawal the coil had stretched. An adequate continuous flush was maintained throughout the procedure. An unknown prowler select lp/es was used for the procedure. No other devices were used with e microcatheter prior to the reported event. One coil was successfully used after the reported event. Only the complaint device was removed. The target site was ccf, irregular and not well defined on angiogram. Patient information is unavailable. There was no report of injury for the patient. The proximal section of the coil is observed to be unsheathed, stretched, entangled, and knotted. The most likely contributing factor to the coil¿s inability to be positioned into the target and its eventual anchoring may have been due to distal interference from the coils already dwelling inside the target, on itself, or on the distal section or tip distal of the microcatheter. During repositioning, the coil also became temporarily anchored and stretched during the retraction movement. The resheathing difficulty may have been due to the coil becoming stretched during repositioning and finally becoming entangled and knotted outside the patient. In this condition resheathing the coil cannot be performed. For optimum product performance during repositioning the coil and to prevent potential complications, the instructions for use (IFU) recommends, ¿caution: if repositioning of the microcoil is necessary, carefully observe the motion of the microcoil in respect to the dpu wire while retracting the microcoil under fluoroscopy. If the microcoil movement is not one-to-one with the dpu wire, or if repositioning is difficult, the microcoil may have become stretched and could possibly break. Gently remove and discard the microcoil system. Caution: if the microcoil is positioned at a relative sharp angle to the microcatheter, a microcoil may stretch or break as it is being withdrawn. By repositioning the distal tip of the catheter at or slightly inside the ostium of the aneurysm, the microcoil may be more easily funneled back into the microcatheter.¿ in addition, without the return of the prowler select lpes microcatheter used in the procedure, it cannot be determined if this component had any additional contributions to the complaint event. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The proximal section of the coil is observed to be unsheathed, stretched, entangled, and knotted. The most likely contributing factor to the coil¿s inability to be positioned into the target and its eventual anchoring may have been due to distal interference from the coils already dwelling inside the target, on itself, or on the distal section or tip distal of the microcatheter. 100% inspections are in place to prevent damaged products from leaving the facility and the DHR review confirmed that the product met specifications. No corrective action is required at this time. Review of the information suggests that target lesion and procedural issues may have contributed to the confirmed event.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Additional information received will be submitted within 30 days of receipt.